Event description:
Pt was implanted with veptr ii construct on an unk date. Pt was returned to operating room on (B)(6) 2012 after rib hook became disengaged from rib and pedicle screw pulled through pedicle. Pt was revised from veptr ii rib hook to ussdo lumina hook. Pedicle screw was replaced with larger diameter screw. No further info is available. This is 4 of 4 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.